Event description:
Rptr states that more than once the chest drainage device failed to drain air out of the chest in pts with pneumothorax. The device caused a pneumothorax once. The hosp hence, refuses to use this product.